Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator was suspected of post-paced t-wave oversensing (pptwos). The device will continue to be monitored. There were no patient consequences.